Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear box had no rotation and the driveshaft was bent. This was due to corrosion found inside which was indicative of emersion / sterilization procedures not being followed properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that the compact speed reducer device did not spin. The event was not in relation to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.